Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at l1. During the procedure, it was was noted that cement extravasation occurred laterally at the treated level. No patient symptoms were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.